Event description:
It was reported that catheter break occurred. The 80% stenosed target lesion was located in the non-tortuous and severely calcified left lower limb deep vein. An angiojet solent omni catheter was selected for a thrombectomy procedure. During unpacking, it was noted that there was a visible crack at the purple or distal catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.